Event description:
It was reported that customer received more than six motor error alarms. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit was received with motor error alarm during occlusion test due to faulty force sensor resistor (gold). Motor passed motor test. Unit had minor scratched lcd window, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.